Event description:
It was reported that the customer experienced a malfunction with their pump, indicated by malfunction code 12. A notable event did not occur prior to the malfunction, and the customer's blood glucose level did not exceed 500 mg/dl. The customer did not need to reset the pump recently, although there were three prior instances of the same malfunction. Technical support resolved the issue by sending a replacement pump, instructed the customer to return the malfunctioning pump, and provided guidance on setting up the new pump. The customer was advised to use their current pump as backup therapy while awaiting the replacement.